Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient's receiver and smart device lost connection with the transmitter. During the call, patient's receiver and smart device were connected and working properly. Patient's father later called back on (B)(6) 2015 and reported that the patient was now experiencing the loss of connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The patient's father contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015. The patient's receiver and smart device lost connection with the transmitter. The receiver data log was reviewed on (B)(6) 2016. The complaint of loss of connection was confirmed. A root cause could not be determined.